Event description:
The reporter stated that reporter did meter to health care professional meter comparison tests. 15 minutes apart. Reporter's meter reading was 218 mg/dl, and doctor's meter read 164 mg/dl. No symptoms were alleged. A control testing was not done due to unavailability of supplies. F/u attempts to contact the rptr for add'l info have not been successful.